Manufacturer narrative:
(B)(4). Batch #: u5cu1v. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60t reload loaded on the device. The reload was received unfired with 2 double drivers missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic pancreaticoduodenectomy, the cartridge fell off the jaw at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.